Event description:
It was reported the pt felt a sharp pain while getting up which was a new pain. The pt turned the system off, but felt little zaps. The sjm representative met with the pt for reprogramming, and no zapping issues were present. The pt met with the sjm representative for a second appointment, and it was reported the system was effective.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.